Event description:
A consumer reported that she experienced corneal bleeding in her left eye after wearing contact lens correctly according to the instructions. The consumer stopped using contact lens and self-treated with an unspecified eye drop. The consumer did not seek for medical attention. The current status of the consumer's eye was improving at the time of this report. No further information is available.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).